Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat menorrhagia, genuine stress incontinence and previous fourth degree laceration and mesh was implanted. It was reported that the patient had a concurrent procedure of a transvaginal hysterectomy and posterior repair performed during mesh implantation. It has been reported that the patient has not undergone any removal/revision procedures at this time. No additional information was provided.